Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: complaint alleges that the prongs on the CPAP are too soft and easily dislodges from the nasal area and could result in nasal trauma. No patient injury reported.